Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and returned for investigation. The reported alarm for high o2-concentration was not reproduced during test of the returned o2 gas module in a ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system that could explain the event. No device logs from the time of the event have been received. The root cause has not been determined.

Event description:
Importer ref. #: cc-cpl-2018-01842. Manufacturer ref. #: (B)(4).